Event description:
The saf-t e-z set winged infusion set was leaking blood at the tubing/adapter junction. The nurses were maneuvering the unit to try to obtain blood from the tubing when a needle stick injury occurred. The pt had been stuck three times and the nurses were trying to not have to stick the pt again.